Event description:
Customer called lfs in 2002 alleging their ot profile meter would not power on. The issue was unresolved with troubleshooting. Pt did not experience any adverse event. Pt did, however, go to the ER to test their blood sugar. No treatment was reported. The meter has been replaced for the customer.